Event description:
It was reported that the device entered backup mode following MRI. MRI settings were not programmed prior to the MRI. The device was restored to normal function. The patient was stable.